Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the expiratory tidal volume decreased to 0 over an hour. There was no patient harm. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the hospital. Investigation was performed by the biomedical engineer at the hospital. The reported issue could not be reproduced by biomed and the ventilator was returned to clinical use. No parts were replaced. No ventilator logs have been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined but it was most probably due to leakage. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).